Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a decrease in sensing and high capture threshold were observed. Sense/pace portion of lead was capped. The defib portion of the lead remains active.